Manufacturer narrative:
The pump was received with blank display due to broken interface board. The pump had missing end cap sticker, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they had a blank display. The blood glucose at the time of the incident was 100 mg/dl. The customer states she removed the battery for an hour, then replaced it with a new, but the display did not return. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.